Event description:
Related manufacturer reference number:2017865-2022-13066. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited low impedance and noise and the right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Dissection of the lead found the inner insulation was breached/damaged at the suture tie region. The cause of high capture threshold was due to breached/damaged inner insulation which is consistent with suture tie down forces.